Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that on thursday last week they first noticed pulsing and tingling down the back of their leg. Patient said they called their hcp office on friday to explain the situation and they told patient to try decreasing stim and/or turn the ins off. Patient said they tried decreasing stim but ultimately turned the ins off for the entire weekend. Patient also mentioned that when they connected to their ins friday to turn the ins off, they noticed the ins was already off and they aren't sure how long it had been off or how it was turned off. Patient said even with the ins off, they were still feeling the sensation. Patient said it's not painful but just very uncomfortable, almost like where the butt cheek meets the leg, they said it feels like someone is pushing it in/pinching. Patient said it's not pulsing off and on, it's just always there. Patient said they felt the sensation last night and they had to take tramadol to fall asleep. Patient confirmed no falls/trauma/recent procedures. Patient thought maybe they slept on their ins weird and said they turned the ins on today at 0.4 ma. Patient confirmed they can still feel the sensation. Reviewed general therapy information and ultimately redirected to their healthcare provider. Patient said they are waiting to hear back from their hcp office to make an appt.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.